Event description:
A report was received that the patient had pain at the ipg pocket site. The physician prescribed baclofen as a muscle relaxer. The patient later reported that the pain was resolving.